Event description:
During shift check, customer reported the autopulse sn# (B)(4) displayed user advisory ua45 (not at "home" position after power-on/restart) upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive review and during the initial functional testing. The root cause of the reported complaint was the platform driveshaft not being at "home" position. The ua45 advisory message can usually be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. However, in this case, noticed that the encoder drive shaft was difficult to rotate and exhibited binding and resistance and the drivetrain motor brake assembly air gap was too wide, out of the specification, most likely due to wear and tear and frequent use of the device. The autopulse platform was manufactured in june 2015 and is nearly 7 years old, past its service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the archive data showed ua45 error messages to have occurred multiple times around the customer's reported event date, thus confirming the reported complaint. During functional testing, the autopulse platform displayed the ua45 advisory message upon powering up, thus confirming the customer's reported complaint. The root cause for the reported complaint was that the drive train motor brake assembly air gap was out of specification and was not adjustable. The defective drive train motor needs to be replaced to address the reported complaint. Further functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, unrelated to the reported complaint. A load cell characterization test was performed and verified that load cells were defectives. The load cells needs to be replaced to remedy ua07 error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).